Manufacturer narrative:
Customer noted that product information is unknown.

Event description:
Information was received regarding an unknown cadd product. It was reported that the patient returned to the clinic when she was awoken with her infusion pump alarming ?air-in-line". When she looked at it, she noticed there was a dried, powdery substance on the cassette, pump, and tubing. Also, her fanny pack was a little bit wet on the inside of it. The dried substance was the medication that had been infusing, but it could not be found where the leak was coming from. The cadd product was either her cadd extension set or her cadd cassette reservoir. Patient outcome is unknown.